Manufacturer narrative:
A cartridge lot number search was performed for similar complaints within the search and there were three similar complaints. An injector lot number search was performed for similar complaints, and no similar complaints were found.

Event description:
The reporter stated that the surgeon was inserting a eyeonics crystalens using a msi-pf injector and a mtc- 60cfp cartridge and the lens tore on half during insertion. The reporter stated that the trailing haptic got caught in the plunger. The surgeon removed the lens without enlarging the incision and put in a second crystalens. No pt injury.